Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during coronary diagnostic imaging procedure. The procedure was completed as planned by pressing f1 on the keyboard (as instructed by the system when prompted) to complete the startup process of the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the host computer's bios battery was exhausted. Upon troubleshooting, philips field service engineer (fse) found that the 2032 battery of the system's pc box had run out, so the date/time must be set each time the equipment was turned on. To resolve the issue, fse replaced the 2032 battery of the pc box (m cabinet) of the system and updated the date and time of the system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer's bios battery was exhausted, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.